Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issue. The customer¿s blood glucose was unknown. Troubleshooting was performed. Customer stated that the insulin pump had broken force sensor was detected during seating or regular delivery as well as critical pump error. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were unable to clear the alarm. Customer reports the time clock does not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer states alarm occurred during the time that the buttons were not responding. Customer was able to successfully clear the alarm. Customer states insulin pump buttons did not begin to work in less than five minutes without battery change. Customer was unable to try insulin pump with remote. Customer states they remove battery from the insulin pump and states insert battery alarm did not appear on screen. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine frozen screen or keypad anomaly due to critical pump error. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.